Manufacturer narrative:
.

Event description:
Baxter reported that there was a cut close to the twist clamp and a leak was observed from there. The transfer set was in use for 30 days. The actual sample was available for evaluation. There was no pt injury or medical intervention reported.